Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of system logs for system sl0122 with a procedure date of 03-feb-2022, confirmed a force bipolar (pn# 471405-06 / lot # n10210329 - 0029) was exchanged with another force bipolar (pn# 471405-06 / lot # k10211004 - 0010) during this procedure. The instrument has maximum 12 uses. The alleged event occurred on the final use of the instrument. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the instrument failed to unclamp/release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a force bipolar instrument was stuck on the tissue. The customer attempted to use instrument release kit (irk) to open the jaws with no success because the jaws were misaligned. The customer used emergency-stop button to move around the arm a bit, and then re-aligned the jaws. Then, the customer was able to open the instrument¿s jaws and removed the instrument from the arm. The customer used a backup instrument. The site continued to complete the procedure as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the affected force bipolar instrument was inspected prior to use with no damages were noted. The jaws were misaligned and there was no instrument collision during the surgical procedure. The jaws were re-aligned, and the operating room (or) staff was able to use the irk to open the jaws and remove the instrument. There was no adverse effect to the grasped tissue and there was no unexpected bleeding occurred.